Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the freestyle libre sensor detached after 7 days of wear. As a result, the customer was unable to monitor her blood glucose and experienced symptoms of feeling hot, sweating, and a loss of consciousness. The customer further reported being able to treat herself with dextro-gel and there was no report of third-party intervention. No further information was provided. There was no report of death or permanent impairment associated with this event.

Event description:
A customer reported the freestyle libre sensor detached after 7 days of wear. As a result, the customer was unable to monitor her blood glucose and experienced symptoms of feeling hot, sweating, and a loss of consciousness. The customer further reported being able to treat herself with dextro-gel and there was no report of third-party intervention. No further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that the freestyle libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint and libre sensor, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.